Event description:
It was reported that prior to a biopsy procedure, device was primed and then it was activated without pushing any buttons. There was no patient contact.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiration date: (expiry date: (B)(4) 2040) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a device history record review and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and found to be in good overall condition. Also found outdated sequencer weldment assembly tab. The device for functionally tested and passed the tests as gun primed and fired as normal. No other anomalies were identified. Therefore, the investigation is unconfirmed for the reported device activate without pushing any buttons. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2040), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, device was primed and then it was activated without pushing any buttons. There was no patient contact.